Event description:
It was reported occlusions occurred when about 20 units of insulin remained in cartridge. There was no reported impact to the customer¿s blood glucose level. Customer declined further inquiry or assistance, and no additional troubleshooting or corrective actions were taken.